Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm aortic pericardial valve was explanted after an implant duration of fifteen (15) years, six (6) months due to severe aortic stenosis, immobile and calcified leaflets. The aortic valve was replaced with a 21mm aortic pericardial valve with no reported complication. Operative report indicated that a tee was performed and the valve had excellent function.

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and showed that this device met all specifications prior to release to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Without return of the device or additional information the clinical observation cannot be confirmed and root cause is indeterminable. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.